Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16 . Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient¿s blood glucose reached 477 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (arm). Patient was not diagnosed with anything specific to the medical event. There was no treatment and no medications provided. Patient did notice the bg levels drop once a new pod was applied at the hospital, where the patient¿s bg levels went down to a safe range and patient was discharged. Patient no longer has the pod so device is not available for return.